Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached during retraction through the microcatheter. The microcatheter had to be repositioned, so the coil had to be resheathed. It was not clear if the coil detached in the microcatheter or in its own sheath. There was no reported patient injury or intervention.